Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the balloon burst at 12 mm during an attempt at the first dilation of the duodenum. The balloon remained attached and intact and was able to be pulled out through the scope. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.